Manufacturer narrative:
B5 - corrected to: " a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced rotated icl. In a separate visit the lens was exchanged for a replacement lens. Cause of the event was reported as unknown. Additional information was requested. No further information is available at this time." In the initial MDR. D4 - corrected to "model # - unk" in the initial MDR. D4 - corrected to "serial # - unk" in the initial MDR. D4 - expiration date: 31-mar-2021 should be removed from the initial MDR. D4 - corrected to "primary unique device identifer (UDI) # - unk" in the initial MDR. H4 - device manufacture date: 22-apr-2024 should be removed from the initial MDR. H6 - type of investigation: code 4110 should be removed from the initial MDR. Claim # (B)(4).

Manufacturer narrative:
A4-a6: unk, h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -13.0/1.5/131 (sphere/cylinder/axis) into the patient's right eye (od) on an unknown date. The surgeon plans an exchange. Reportedly, "for icl exchange, rotated icl. Surgery date (B)(6) 2024." The cause of the event was reported as unknown.